Event description:
The customer reported that the general sector plug was broken.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the plug. No patient injury was reported.